Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have fading numbers in the display. When the pen was held in a certain light, the numbers could be seen. This humapen memoir is associated with pc (B)(4) and lot 0906c02. On (B)(6) 2010, the device was returned. It was noted that the returned device had missing segments in the 10's spot of the dose numbers and time and date. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model for unspecified amount of time and the reported device for six months. It was not reported if the patient would continue with this device model.